Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 sensor expired and the ilet entered bg run mode, requiring manual blood glucose entry every six hours for continued dosing; the user experienced hyperglycemia with a peak reading of 399 mg/dl for approximately two to three hours, received sustained high-glucose alerts, and did not use backup therapy or perform ketone testing. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included customer support troubleshooting and education, review of device use in bg run mode, and coordination with the cgm manufacturer for sensor replacement. Investigation of this case revealed that the cgm subsequently reconnected and reported six days remaining on the sensor, and the user¿s glucose decreased to 249 mg/dl with continued monitoring. It was concluded that the event was related to cgm sensor expiration leading to bg run mode and resultant hyperglycemia, with resolution as cgm function resumed and glucose trended down. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.